Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the reload was loaded into a representative signia handle, clamshell and adapter. The reload communication with the handle was verified and the reload was recognized as used. The reload was removed. The reload was loaded into a representative instrument (0784). The interlock was overridden and the reload was applied to test media. All remaining staples were placed, test media was cleanly transected and the distal sutures were released. The reload interlock was tested and found to function properly. It was reported that that the reload was partially fired with the interlock engaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #708354379:this report is based on information provided by returned product analysis (rpa) lab investigation personnel. Rpa lab received one si gtrsb60amt opened by the account without the packaging. Visual inspection: - the reload was partially fired with the interlock engaged. - the jaws were open. - staple pushers were visible at the 4cm cut line. - the distal suture on the anvil and cartridge side were still anchored. - the reinforcement material was torn on the cartridge/anvil side of the jaws. Evaluation: - the reload was loaded into a representative signia handle, clamshell and adapter. - the reload communication with the handle was verified and the reload was recognized as used. - the reload was removed. - the reload was loaded into a representative instrument (0784). - the interlock was overridden and the reload was applied to test media. - all remaining staples were placed, test media was cleanly transected and the distal sutures were released. - the reload interlock was tested and found to function properly. Based on the evidence available the reported condition of instrument did not work was confirmed. The analysis noted evidence that the device was not used as intended. The IFU states: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic surgery, the reload had an unknown issue. There was no patient injury. Medtronic's initial evaluation of the incident is that the reload was partially fired with the interlock engaged.